Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report a keypad anomaly and a white flashing and frozen display. The caller also reported that the device had been dropped recently. The customer's blood glucose level was 4 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis; however, nothing was returned.

Manufacturer narrative:
The insulin pump was received with blank lcd due to cracked lcd controller. We were unable to verify button/keypad unresponsive due to blank display. No damage in the keypad assembly noted. The connector was inspected and connected properly. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratches on lcd window.